Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date of initial surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre- or intra-operation? Any concurrent procedure/device implantation? Were there any intra-operative complications? Other relevant patient comorbidities/concomitant medications? Product code and lot number? When cystoscopy was performed? Location of inflammatory response? Was there any deficiency or anomaly of the mesh? If yes, please describe it. Please provide biopsy results? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Describe if any surgical intervention has been performed including dates and surgical findings?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced pain, recurrent utis and frank hematuria required a tape removal. During cystoscopy, acute inflammatory response was revealed. Biopsies were taken and result awaited. The doctor is unable to see clearly re-suture or tape erosion. The patient was given IV antibiotics and irrigating catheter to clear hematuria. Prophylaxis has been performed while awaiting tape removal. Additional information has been reported.